Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarmed with "disconnection on patient side" and auto cycling. No harm to the patient was reported.